Event description:
It was reported the wraps around the trays were torn. There was no pt contact or injury alleged.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.